Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representatives (rep) reported that on the (B)(6) 2015 she performed two 60 minutes timer due to overdischarge and the patient was charging. No symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that her neuromodulator was not working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient stating that their battery had discharged to where it would not charge. The patient had tried using their recharger, and it was noted that no steps could be done to resolve the difficulty recharging.

Manufacturer narrative:
(B)(4).

Event description:
The consumer implanted for non-malignant pain and chronic low back pain reported difficulty recharging and experienced poor telemetry or no telemetry with the recharging. She stated that the last successful recharged was two weeks prior to this report and that was when she last felt stimulation. She stated that the typically recharge every 3-4 weeks. Patient services reviewed the recharging best practices with the patient; she attempted a recharge session but got the reposition antenna screen. She indicated that the top half of the implantable neurostimulator (ins) seemed a bit more tilted. She reported that since the implant she had lost about 25 pounds. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported that she had not spoken to her doctor regarding the difficulty charging and tilted ins as of (B)(6) 2016. The patient found her recharger and it come up with a question mark between the two devices when she tried to connect with the implant. It was noted that she still had not felt stimulation or been able to charge. The patient was recommended to contact her doctor to test the ins battery. If additional information is received, a follow up report will be sent.